Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: d11 and h6 (patient code). Corrected: g1. H6 patient code: no code available (3191) used to capture the medical device removal.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is a non-healthcare professional. (B)(4).

Event description:
On (B)(6) 2019, the patient underwent a right knee revision due to loosening of the tibial component, decreased activities, and pain. There were no complications to the procedure.